Event description:
Event description boston scientific received information that at this patient's last follow up visit in april, a longevity calculation reported about 4.5 years remaining. The battery was at 50% then and now it is around 20-30% and longevity remaining is 1.0 years. The caller is concerned that the battery is depleting prematurely.